Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device shut down. Complainant indicated that they were able to obtain another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.